Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the hcp had noted a gradual volume discrepancy where the actual residual volume (arv) was greater than the expected residual volume (erv) at refills and the patient was having some increased pain. The actual volumes were not known. The event date was unknown. The patient information was unknown. No further complications were reported. Additional information received from a representative indicated that the volume discrepancies were first noticed "several refill cycles ago." The arv was ~9 ml and the erv was ~4 at the last refill when the representative was present. No further complications were reported. Additional information was received from a health care professional. The patient's name and device serial number were provided. The indication for use was noted to be spinal pain. The event date was unknown. The previous volume discrepancies were "not significant," but the volumes were unknown. The most recent volume discrepancy was noted on (B)(6) 2018 and the cause was not determined as the patient was not willing to stay at the clinic after the refill. The patient's weight was provided. No further complications were noted.